Event description:
Additional information received 03/19/2025: needle bent at the hub, very jagged cuts and seem to be not medical grade. No injury reported to the provider. Io access was not obtained, and the patient was critical upon our arrival. Io access could have helped the outcome.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a bent needle is confirmed; however, the exact cause is unknown. Two photographs of an intraosseous needle were returned for evaluation. An initial visual observation of the photographs showed an intraosseous needle bent near the needle hub. The needle tip and bevel appeared deformed in the photographs. No obvious damage to the needle hub was observed. Use residue was observed on the sample in the returned photographs. There were no distinguishing features in the returned photographs of the device which could aid in identification of a specific root cause. This complaint will be recorded for future trending and monitoring purposes.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. Each event reported to bd is evaluated and investigated in accordance with our complaint investigation procedures. The investigation process includes, but is not limited to, evaluation of the event details provided by the complaint facility, a review of complaint history, manufacturing records and risk document where applicable, and an evaluation of the subject device when available to identify potential contributing factors. The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. The device has not been returned to the manufacturer for evaluation.

Event description:
It was reported by the customer, needle bending at the hub. No other information was provided.